Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown. The customer was woken up by the pump alarm and nothing on screen. Customer removed the battery and press and hold the back arrow button until it turn off. Customer was advised to place a new battery and it just started to alarm and nothing on the screen. The customer was advised to discontinue use of the pump and sending request for replacement.